Event description:
It was reported that during a stenting treatment procedure involving the superficial femoral artery, stent delivery device removal difficulties were encountered. The physician experienced difficulty tracking the sentinol nitinol biliary 6x40x1350 stent delivery system over a magic torque guidewire. Following successful delivery and deployment of the stent, the physician experienced significant difficulty removing the stent delivery catheter off of the magic torque guidewire resulting in the catheter becoming locked down on the guidewire. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implemented, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.